Manufacturer narrative:
It was reported that in operating room 4, the d series light disconnected from the cardanic. No patient involvement was reported. A stryker field service technician (sfst) was not dispatched for investigation as the customer completed light repairs independently. Both the service and installation history for the surgical light system were reviewed. The service ticket database showed that the light cover was replaced in 2016. There were no other reports of maintenance, repairs, or adjustments made to this light since installation by stryker. The d series lights were sold between 1995 and 2009 and are no longer supported as units have exceeded their lifetime. This light has been in use for at least 10 years. Based on the physical evidence and the service history, the root cause of the separation would be damage to the cardanic/light head joint due to abuse and potentially improper maintenance by hospital personnel. As mentioned, this issue was discovered outside of procedure, and there was no reported injury or adverse event.

Event description:
It was reported that the operating room 4 d530 light head came loose and damaged wires. There was no reported patient involvement or adverse consequences.